Event description:
The insyte autoguard failed to retract all the way into the safety barrel and the clinician received a needle stick injury in the right thumb.

Manufacturer narrative:
A root cause analysis could not be determined as the sample was not sent back for the investigation. The device history could not be reviewed because the lot number is unk. Two capas have been completed in order to minimize the potential of delivering product that does not retract to the user. CAPA has been completed to address the change in activation speed. This CAPA established optimum gel volumes and provided a locking mechanism within the process to ensure these volumes can only be adjusted by authorized personnel. CAPA has been completed to improve the effectiveness of glue challenge samples. Product quality is evaluated during the mfg process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.